Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the reporter which stated that the event failure placement, cartridge not positioned correctly occurred during progression of the implant in the delivery system. The device did not touch patient's eye. The surgery was completed by a back up lens of the same diopter, model unknown. No rescheduling of the surgery needed.

Event description:
A pharmacy employee reported an failure placement and the cartridge was not positioned correctly. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).